Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. During the revision, the lead could not be removed from the ipg so it remains implanted however only seven contacts were in good range. Additional information was received that the reason for the revision was due to a fractured lead. The patient experienced loss of stimulation so the physician replaced the lead. There were no exposed cables on the fractured lead. The physician implanted a new lead which displayed high impedances however reprogramming was performed and stimulation was provided in the correct pain areas. The ipg remains implanted and the fractured lead was disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: n/I, batch: n/I.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. During the revision, the lead could not be removed from the ipg so it remains implanted however only seven contacts were in good range.